Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported a no delivery alarm during a bolus and basal delivery. The customer stated she had already tried all remedies for the no delivery alarm. She also stated her blood glucose was up to 500 mg/dl when she noticed the insulin pump was not delivering insulin. Customer has already treated her blood glucose with a manual injection. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.